Event description:
Several defective jammed pen needles where insulin pens not injecting. Pt diet the same and sugars went sometimes up to 250 because insulin not administering. Pt now always has to check airshot for safety, has noticed more of a quality issue with current batch of pen needles compared to the past.